Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the generator associated with this complaint and completed investigations. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good eft and did not power on.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced e-200 generator to resolve the issue. The system was verified and ready to use. Isi has received the generator for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the e-200 was not getting power. Site moved cord to different outlets and tried swapping out the power cord. Tse also had customer verify the connections and switches, but issue persisted. Tse had customer move power cord to a known good outlet and still e-200 would not work. Site was swapping out vsc's. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was analyzed and found the reported issue of the e-200 not powering up was not confirmed. Visual inspection found no issues, and the unit powered on and passed system drive and functional station testing. The complaint was not confirmed based on failure analysis. The probable root cause in this case cannot be determined as the issue was not replicate nor confirmed in the failure analysis.

Event description:
Refer to h11 for follow-up information.